Event description:
Pt had port a cath placed on (B)(6) 2010 for chemo treatment. On (B)(6) 2010, chemo treatments complete and surgeon attempted to remove port a cath in office. Distal portion of port a cath fractured and remained in pt. Pt then sent to hospital for retrieval in interventional radiology. Catheter fractured once more at very distal end while attempting retrieval. Rest of catheter retrieved without difficulty. Approx 9 cm of catheter fragment was retrieved. One to two centimeter catheter remains lodged in one of the pulmonary arteries of the left lower lobe. Risk to retrieve small fragment outweighed the benefits. Unable to verify MFR, serial number, lot numbers, etc. If info comes available in the future, will provide it in an addendum.